Event description:
During holmium laser lithotripsy of a large 2cm kidney stone, a 2mm end of the laser fiber broke off and embedded into the remaining kidney stone. As the renaming stone measured approx 1 cm, and viability was poor due to bleeding, the entire stone could not be removed, and the procedure would have to be staged. The 2mm laser fiber was retained.